Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted and patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Oral antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.